Event description:
The pt called lfs alleging that their one touch ultra meter was prompting the error 1 message. It is unk when the issue began; however, the pt reported that they had experienced lightheadedness. They had gone to their physician's office for a blood glucose test on several occasions. They could not specify the results obtained during each visit; however, the readings were reported to have been "ok". No treatment was received. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unresolved troubleshotting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.